Event description:
A medical center in (B)(6) reported via a fisher & paykel healthcare field representative that a rt021 catheter mount tube was damaged. This was observed prior to patient use.

Manufacturer narrative:
(B)(4). The rt021 is sold in the USA but has no 510(k) number as it is considered a class I device. Method: the complaint rt021 catheter mount was returned to fisher & paykel healthcare in new zealand for evaluation and was visually inspected. Results: visual inspection revealed that the rt021 had been pulled and the tubing was torn. A lot check revealed no other similar complaints for lot number 140702. Conclusion: we are unable to determine the cause of the damage to the returned rt021. All rt021 catheter mounts are pressure tested and visually inspected prior to being released for distribution. Any catheter mount with a torn tube would have failed the pressure test. The customer has confirmed that the subject rt021 became damaged after they removed it from the test lung after the ventilator leak test, which indicates that the rt021 became damaged during handling.